Event description:
It was reported by service report that the bed goes in reverse when put on drive. Zoom issues. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom goes in reverse instead of drive.